Manufacturer narrative:
No additional information is available. If additional information becomes available, the report will be updated at that time.

Event description:
Boston scientific received information that the patient experienced syncope and a remote interrogation was performed. No stored events were noted on the remote interrogation. The following day the patient feeling dizzy and was hospitalized. Boston scientific technical services (ts) was consulted to review the remote interrogation data and found that a pacemaker mediated tachycardia (pmt) episode was stored, however the clinic noted that the pmt did not correlate with the pmt episodes. The pmt appeared to be tracking the patient's sinus tachycardia at the maximum tracking rate. The rate then exceeded the maximum tracking rate and caused an intermittent 2:1 block. It was noted that the right ventricular automatic threshold test from that morning was successful with a 0.7 volt threshold measurement. The cause of the syncope remained unknown. At this time the pacemaker remains in service and no additional adverse patient effects were reported.